Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that approximately a week after implant surgery the pocket incision reopened and failed to heal completely. The healthcare provider was performing a pocket revision on (B)(6) 2018. The battery was explanted due to pocket infection and the leads were left in place. The issue was resolved at the time of the report. The battery was going to be replaced at a later time. No device issues reported.